Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 clarifier - incorrect prep. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to a intra-aortic balloon pump (iabp) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle used. A second prostyle device was used; however, the device was not pre-flushed prior to use. There was no blood back flow while advancing the device. The device was advanced and retracted and the vessel was damaged. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to an 8f and the iabp procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood back flow¿ was confirmed. The reported difficulty to advance into the vessel and difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic perclose prostyle instructions for use (IFU) preparation section states: verify the marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the device if the marker lumen is not patent. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the prostyle IFU as a known adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: the device was initially reported as discarded; however, it was returned for analysis.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that there was resistance during advancement and retraction of the second prostyle device. No additional information was provided.